Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during intraocular lens (iol) implantation procedure, the haptic came off lens. There was no patient contact. The procedure was completed on the same day. Additional information was requested, but no further information is available.